Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had a blank display. The customer's blood glucose level was 615 mg/dl at the time of the incident. The customer was treated by the insulin pump. The customer declined to troubleshooting for high blood glucose level. The insulin pump will be returned for the analysis.